Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced a painful insertion. Patient sought medical advice and was prescribed a numbing cream. At the time of her mother's call to dexcom technical support, patient was feeling well.